Event description:
Septic arthritis. Report received from a physician regarding a pt. The pt received synvisc injection to the knee in 2002 (3 days and 4 days later) and subsequently developed septic arthritis in the right knee. Two days later, the pt was hospitalized and received surgical debridement of right knee. The physician also reported that there was an aspiration of pus during the debridement. The pt received i.v. Vancomycin for 6 weeks. The pt was discharged from the hospital (date unk) and is considered completely recovered. Corrective treatment: surgical, debridement, 6 weeks of i.v. Vancomycin.